Manufacturer narrative:
Insulin pump passed the rewind, basic occlusion, prime and displacement test. Pump received with stuck motor error alarm loop during bolus delivery. The motor was tested outside of the device and passed. The motor may have had and intermittent failure that was not detected during our testing.

Event description:
The customer¿s mother reported via phone call that they received motor error. Customer¿s blood glucose level was 230 mg/dl. The customer was advised to discontinued the insulin pump and revert to backup plan. The device will be returned for analysis.